Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d4 (lot, UDI, exp date), h6 (medical device problem code) and h4.

Event description:
N/a.

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted complaint record ID (B)(4).

Event description:
It was reported by the customer through emergency support program that the linear 40cc had balloon perforation during use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes investigation conclusions) h11. The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter the extender tubing was also returned visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink approximately 03cm from y fitting the inner lumen was found occluded with dried blood the occlusion was unable to be cleared. An underwater leak test of the balloon catheter y fitting extracorporeal and extender tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink which eventually failed causing the reported problem. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months based on the rational provided above. No escalation to the CAPA process is required. The break found in the inner lumen appears to have been the result of a severe kink which eventually failed causing the reported problem the evaluation confirmed the reported problem.